Manufacturer narrative:
April 30, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that he implanted a new lead on (B)(6) 2013 due to oversensing. The old lead remained in the pt. This complaint is associated to a lead complaint # (B)(4) (iso line lead s/n (B)(4)). During preliminary analysis, it was noticed that a reset occurred on the subject ICD.